Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a broken door assembly. There was no patient injury o medical intervention necessary. No additional information is available.

Manufacturer narrative:
The facility reported a pump with a constant occlusion alarm. There was no patient injury or medical intervention necessary. Evaluation summary: the reported condition of a constant occlusion alarm was confirmed during product evaluation. This event was caused by a broken door assembly. The door assembly was replaced. Review of the complaint history reveals that similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.